Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and the issue could not be confirmed. However, a new level sensor module was installed. The serial read-out of the pump has been provided and the affected part was requested back to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a level sensor lost connection with the s5 system and a crossed level icon appeared on the pump display during procedure. There was no report of patient injury.

Manufacturer narrative:
The provided serial readout was evaluated and no malfunction could be detected. Therefore the level module was returned to livanova deutschland for further investigation. During the evaluation, the reported issue could not be confirmed. The device worked according its specifications. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. As the issue could not be reproduced or confirmed, a root cause was not identified.